Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to blood glucose (bg) levels of over 400 mg/dl, dehydration and vomiting. Customer was treated with a manual insulin injection, anti-nausea medication and intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was "low" mg/dl, and the meter bg reading was over 400 mg/dl. Subsequently, the pump's basal iq software did not adjust insulin delivery as expected due to the inaccurate cgm values. Tandem technical support performed a system check on the pump and confirmed the pump functioned as intended. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.